Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. This MDR represents the ventralight st (device 2). An additional emdr was submitted to represent the ventralight st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information received, (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of ventralight st (device 1 and 2). Per op notes, ¿on the left inguinal region, the hernia defect was noted and reduced. A ventralight st (device 1) was placed and sutured. On the right inguinal region, a small hernia defect was noted and reduced. A ventralight st (device 2) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent open repair with implant of synthetic meshes. Per op notes, ¿old incision on the right groin was opened. A large hernia defect was noted and dissected free. Adhesions were dissected out. A synthetic mesh was placed and sutured. On the left inguinal region, a direct hernia defect was noted and reduced. Adhesions were taken down. A synthetic mesh was placed and sutured.¿ (note: there is no visualization of prior meshes (device 1 and 2) in this procedure)